Manufacturer narrative:
Concomitant medical products: c4tr01 device, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. It was noted that stimulation had been previously observed and the left ventricular (lv) lead threshold had been lowered. The crt-p was explanted and replaced and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.